Event description:
It was reported that this patient's cardiac resynchronization therapy defibrillator (crt-d) system recoded many pacemaker mediated tachycardia episodes that looked real, as the rate changes when post-ventricular atrial refractory period (pvarp) extended. Technical services (ts) reviewed the case and it seemed each episodes is precipitated by ectopy (extra or skipped heartbeats) and/or bi-ventricular trigger pacing. Additionally, it was found that this patient's left ventricular (lv) lead has been with high pacing impedance out-of-range of over 2500 ohms over a year with some noise on the lv electrogram as well. There was no capture in any vector for this lv lead, and it was subsequently programmed off. Both this patient's crt-d and the lv lead were scheduled for explant. Eventually, the explant procedure was performed. This lv lead was tried to be explanted but it couldn't budge, thus it was cut, and a portion remains in the patient. The crt-d was replaced due to the addition of a new is-4 lead, no issues were reported with this device. No additional adverse patient effects were reported.